Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation:visual analysis of the returned device identified: curved opening, yellow encapsulation, flat creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was overweight. Microscopic analysis of the return device identified: nicks with striations assessed as surgical tool scratch like, broken shell with striated edge on anterior side assessed as surgical damage and two curved striated opening on anterior side assessed as surgical damage, besides, observed a wear with striated pattern on anterior side. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. Curved striated openings assessed as surgical damage. Visual analysis and microscopic analysis reported: flat creases and nicks with striations assessed as surgical tool scratch like. Reason for reoperation was due to. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.